Manufacturer narrative:
Investigation: a collection set was returned for investigation. Upon visual inspection the collection set contained priming fluid. The needle line had been removed by the customer and not returned for investigation. The white pinch clamp was in the closed position approximately 3.5 cm from the 2-1 y connector. The sample bag had an inflated, pressurized appearance and was full of blood. Approximately 7 ml of air was removed from the headspace in the sample bag. Approximately 35 ml of fluid was removed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they observed air from the sample bag moving up the return line toward the donor during a collection procedure. The operator stopped the procedure immediately by clamping the tubing and removing the needle. Patient (donor) outcome is not available at this time. Patient gender, weight, and date of birth are not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf analysis did not show a conclusive root cause for the reported air tracking from the sample bag to the donor. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue .investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: rdf analysis did not show a conclusive root cause for the reported air tracking from the sample bag to the donor. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Event description:
Due to EU personal data protection laws, the patient's age is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the investigator re-created the reported incident with an unused trima collection set. The investigators proceeded as instructed by the trima with no sample bag clamp skewed. After the tubing set test, the bag was noted to be flat, as expected. Following connection to a saline bag, the sample bag did have negligible air in it. The recreated saline test shows a bubble of air in the sample bag in similar size to the part evaluation sample bag with blood in it. This "bubble" appears to track towards the donor needle when the bag is hanging. Updated root cause: based on customer statements of the event, rdf analysis, and part evaluation compared to recreation in the lab, the air reported to be observed in the sample bag is due to the residual air in the sample bag and tubing lines prior to donor connection. The perception that the air is moving towards the donor at time of connection is a displacement of this residual air seen in the sample bag. This air is not pressurized upon donor connection. The system and disposable are operating as designed.

Manufacturer narrative:
This report is being filed to correct information in additional MFR narrative. Corrective action: no corrective or preventative action is needed for this event at this time. The review indicates that this particular failure associated did not exceed established statistical limits per our procedure.